Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited potential loss of capture (loc) on the left ventricular (lv) channel. Technical services (ts) advised following actions. The device remains in use. No adverse patient effects were reported.